Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip pump displayed an obstruction error. The event occurred during infusion; however, no patient harm was reported as a result of this event.

Manufacturer narrative:
D5: updated. D9 - date returned to MFR: 20-may-2026. H3 and h6 codes: updated. The device was returned for evaluation. The event log indicated a high downstream occlusion alarm. A 12-month service review confirmed that the device had not been serviced during this period. Visual inspection revealed a bubble in the downstream occlusion (dso) seal, which was subsequently replaced. However, the reported issue could not be reproduced, and the root cause could not be determined.